Event description:
Additional information received indicated that patient underwent surgical intervention, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: method code changed from "- testing of actual/suspected device" to "- device not returned".

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that the patient¿s ipg was unable to communicate with external devices after patient did not put ipg into surgery mode before a shoulder surgery. Surgical intervention may be taken at a later date to address the issue.